Event description:
It was believed that the source of the air embolism was air from the left ventricle during the implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists neurological dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures includes information for priming the pump as well as de-airing the pump. Section 5 warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 6 of the IFU, ¿patient care and management¿, also lists neurological dysfunction as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had neurological issues due to an air emboli when being woken up in the intensive care unit (ICU) department; they had issues communicating with the staff when they were awoke. There were no changes to patient condition or anticoagulation status that may have contributed to the event. The patient needed time to recover and was kept and treated in the ICU some more days. They had recovered almost completely.